Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "malfunctioned during procedure." Failure analysis found the primary failure of clip test failed to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The housing was removed for inspection and found no damage. Additionally, the instrument's main tube was found bent. The bending damage was located mainly at the proximal end of the main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a medium-large clip applier instrument malfunctioned. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: the customer thinks the issue is with the arm and not the instrument, but she is not sure.